Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used within the duodenum during an esophagogastroduodenoscopy procedure on (B)(6), 2011.according to the complainant, during the procedure, the user was unable to reconstrain the stent. One centimeter of the stent remained deployed. The partially deployed stent was removed from the patient without complications or injuries. The procedure was successfully completed with a different size stent device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).the complainant indicated that the device has been retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.